Event description:
Correction: the previous or initial MDR submitted on (B)(6) 2025, was filed inadvertently. No extrusion or serious injury has occurred.

Event description:
Per the clinic, the patient experienced extrusion of implant. Additional information has been requested but has not been made available as of the date of this report.